Event description:
Patient getting a lumbar drain in preparation for an aortic aneurysm repair and there was difficulty advancing the catheter. Upon removal, noted the catheter had sheared off and two pieces were stuck in the patient's spine (thecal sac) at l2/l3 and a small floating piece at l1. Patient was admitted and neurosurgery took patient for a l2/l3 laminectomy with removal of foreign body, repair of dural tear and csf [cerebrospinal fluid] leak, the following day. A lumbar MRI demonstrated no additional foreign body present. Patient was cleared for discharge with home care on [redacted].